Event description:
A surgeon reported seeing vacuoles in an intraocular lens (iol) following iol implant surgery. The patient does not have any visual complaints. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information has been requested. (Other (for use when an appropriate device code cannot be identified)).